Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A device interrogation revealed normal device function; of note, the pacing thresholds were not tested. The device remains in service. There were no additional adverse patient effects reported.